Event description:
Philips received a complaint about the bi-pap focus system indicating that there was no display available. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that there were multiple check vent alarms. There were 1117, 111b, 1118, 1127, 111d, and 1122 error codes logged. The motor control (mc) pcba data was dashes and at zero hours and all voltages listed in the diagnostic codes as zero. The rse provided the customer replacement part information for the mc pcba and power management board and advised the customer to replace them. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 25jul2024, it was stated that the serial number of the v60 which experienced the display issue was not available. Additionally, the customer had refused to pay for repairs because the device was not under warranty. No parts were replaced by the asp. We are unable to confirm the final disposition of the device due to the refusal of service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. D4 - product UDI is corrected. B5 - initial/previous report should have only stated below: philips received a complaint about the bi-pap focus system indicating that there was no display available. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported.